Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction code did not recur, and it was concluded that the customer could continue using the pump. The caller was advised to call back if the malfunction code reappeared.